Manufacturer narrative:
(B)(4). Date sent: 10/16/2020. D4: batch #t5ej2v. Investigation summary: the analysis found that one pcee45a device (b) was returned with no apparent damage and with a gst45b partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an ileal conduit cystoprostatectomy, device only stapled half of the length of the staple line. No other information is available. There were no patient consequences.